Manufacturer narrative:
The exact cause of the reported event could not be determined as no device was returned for evaluation. However, the instruction manual provides warning to mitigate the risk of patient injury and device damage that states, ¿before use, prepare, and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforation, bleeding, or mucous membrane damage and may result in more severe equipment damage. Keep the insertion portion of the instrument that extends from the biopsy valve and the insertion portion of the endoscope as straight as possible. Do not perform clipping with the insertion section being coiled. Otherwise, the force exerted on the control section may not convey to the clip adequately during clipping. This could result in reduced performance, making it impossible to close the clip or detach it from the coil sheath after clipping. Do not try to forcibly pull the tube joint (yellow) when extending the clip from the tube sheath. Doing so may extend the clip abruptly, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope and/or instrument. If resistance to extending is encountered, straighten the angulated distal end of the endoscope until the clip can be extended smoothly. Do not attempt to reuse the clip that has been extended from the tube sheath and withdrawn from the endoscope. Doing so may result in damage to the instrument and affect its function or performance.¿

Event description:
Olympus was informed that during a colonoscopy with polypectomy procedure, the clip sprung off on its own and the metal piece broke off and fell into the patient's colon tissue. The surgeon used a basket and forceps to retrieve device fragments. Had to spend time retrieving all the pieces. The clip was being used on a polyp that was 2-10 mm in diameter. There was no force applied to the device, while inserting into the scope. The patient did not require intervention or hospitalization due to the broken clip. The intended procedure was complete with same device. There was no injury to the patient. Additionally, the user facility reported that the entire length of the insertion portion of the clip was inspected prior to procedure. The clip was inspected for damage prior to the procedure and no abnormalities noted. The clip was inspected after the procedure and it was found that it was broken in pieces. The clip was completely retracted into the tube sheath before the instrument was inserted into the endoscope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). Please the updates in sections: g4, g7, h2 and h10. The OEM performed a review of the DHR for the subject device and lot number and found no anomalies during manufacturing.